Manufacturer narrative:
An event of mild pericardial effusion and residual shunt was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was implanted. Post procedure, the patient was on aspirin and plavix per IFU. On (B)(6) 2022, it was reported that the patient had mild chest pain, and a transesophageal echocardiogram (tee) revealed a pericardial effusion and a residual shunt. The leak and effusion were noted to be small, and the patients medication plan was changed. The patient is reported to be stable and discharged. No additional information was provided.